Manufacturer narrative:
B3: date of event unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that solution leakage was observed from the connector at the connection port of the nrfit 250 ml reservoir cassette during filling. The event occurred before patient use at the facility. There were no patient involvement and no patient harm. If this malfunction were to occur during patient use, it could result in leakage of drug, potentially exposing the patient and/or clinician to the medication and affecting therapy.